Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Root cause determined to be packaging related. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues reported for this lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the locking bar was missing from the packaging with the tray. A back up locking bar from a different lot was used to complete the procedure with no delay. No further information has been made available at this time.